Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the maryland bipolar forceps instrument (part# 420172-18/ lot/serial# k10220328-455) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used on (B)(6) 2022. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "it looks like the conductor wire has damaged insulation and the wire is exposed. " root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have the cover of the wire peeled off. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use for the procedure and there was no abnormality noted. The procedure was completed with no report of patient injury. The customer confirmed that no fragment fell inside of the patient. After the completion of this procedure, the instrument was inspected but no damage was found. The customer found the black insulation was frayed without a full breakage after reprocessing. In addition, there was no loss of cautery and no signs of thermal damage at site of conductor wire breakage. Arcing was not observed. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Refer to the following fields for additional information: d9, g3, g6, h2, h3, h6, h10 intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint defective I&a " during cleaning process after surgery, wire cover was peeled off.¿ failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. Visual inspection found the wire exposed. The instrument passed electric continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. The root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.